Event description:
The doctor had a complication associated with the use of gynecare intergel. Additional information provided noted that the patient "was undergoing an x/lap for a complex pelvic mass. They had a history of intraperitoneal tuberculosis several years ago. The mass was benign. The procedure was uncomplicated. Dr. Used 2 of the intergel bottles. They had a complete bowel obstruction about 7 days post-op that required another x/lap and enterolysis. Dr. Did not use anything the second time around and they did fine."